Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch occurred on this pacemaker due to right atrial (ra) pacing lead impedance measurements of greater than 2000 ohms. The device was programmed back to bipolar and measurements were within normal limits, even during isometrics. No noise was produced during maneuvers. Boston scientific technical services (ts) reviewed device data and noted that ra pacing impedance had been steady until it spiked a week prior. Ts suggested continuing to monitor the lead or programming around the issue. No adverse patient effects were reported. This device remains in service.